Event description:
On june 2, 2008, a reporter/layperson spoke with a customer care advocate, cca, regarding her husband's (patient layperson's) one touch ultra2 meter. The reporter did not have the product with her at the time of the call. The reporter alleged that the pt obtained erratic results of 400 mg/dl and then 79 mg/dl between 10-20 minutes later on three days before at 6:00p.m. The pt reportedly took his usual unspecified amount of regular insulin, presumably after the first result of 400. After the issue began, the pt reportedly began to sweat, throw up, and developed a migraine. Reportedly the pt did not receive medical intervention. The cca replaced the products. Although the testing technique reportedly was incorrect, it would be helpful to know how the pt felt before taking insulin, if the symptoms began before or after the 78 result, amount of insulin taken, and what happened after the symptoms developed. Since this senior medical affairs specialist has been unable to reach the pt by phone, she has mailed a letter to the pt. Because the reporter alleged the pt developed symptoms that can be associated with severe hypoglycemia after the issue began, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplement report. ,